Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high, out of range pacing lead impedance measurement greater than 2,000 ohms and high pacing thresholds. Additional information made available from the field representative that the lead was tested through pacing system analyzer (psa) and exhibited the same out of range impedance measurement. The cause was suspected to be due to subclavian crush. This lv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.